Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
A complainant reported that following implant of impella cp for 79-year-old male patient, an echocardiogram was performed and it was found that the pick tail of the impella catheter had penetrated the left ventricle, and blood was leaking out of the left ventricle on color doppler. Left ventricular perforation was suspected due to the impella pigtail. The patient (gradually) started mandibular breathing and blood pressure dropped, and when veno-arterial extracorporeal membrane oxygenation (va ECMO) was inserted and support was started, the patient developed cardiopulmonary arrest (cpa) due to ventricular tachycardia (vt)/ ventricular fibrillation (vf). Circulatory support was provided by va ECMO, but the patient had cardiac tamponade and, despite pericardiocentesis, blood continued to flow out without stopping, resulting in the patient's death. It was thought that the cause of the cardiac tamponade was left ventricular perforation caused by impella. The impella catheter and control device worked without issue until the patient's death. Treatment for cardiac tamponade consisted of pericardiocentesis and blood transfusion (number of units administered unknown).

Manufacturer narrative:
The investigation for the vascular damage has been completed. No product was returned for evaluation. Clinical details noted that pump was initially placed in proper position and checked with echo prior to starting support, however, pump was not fixated after initial placement and patient movement occurred. The failure mode investigated was changed from "vascular damage - great vessel", which is for damage to the vasculature within the aorta, to "ventricle perforation" as the clinical noted that the pump had penetrated the left ventricle and not any vasculature. The root cause of the ventricle perforation was most likely due to a use issue as the pump was not properly secured and pump perforated the ventricle when patient movement occurred, with the patient's fragile tissue as a contributing factor. Added- h6 clinical code 2226, impact codes 4643, 4624.